Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-aug-2022. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe the product was damaged and not sterile. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the cannula shield of the product was damaged.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe the product was damaged and not sterile. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the cannula shield of the product was damaged.